Event description:
In 2008, the pt reported that she had been experiencing elevated blood glucose for the "last couple of weeks." She stated that her blood glucose elevated to 400-500 mg/dl. Her normal blood glucose level is 120 mg/dl. She injected insulin to lower her blood glucose. She feels, her infusion sets are not delivering insulin properly. She changes her infusion site every 2 days and her infusion tubing every 4 days. There were no air bubbles in the tubing or insulin cartridge. The infusion set did not become disconnected and there were no leaks. She stated that she uses a competitor infusion device and blood glucose monitor. The pt did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for evaluation.